Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect fuses. Replacement fuses 20a 250v were done at the time of the event. No parts have been received by manufacturer for analysis. On (B)(4) 2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. Found blown 20amp fuses on mvs board, preventing in-line power. Fuses were replaced. Issue resolved.

Event description:
A medtronic representative reported that while at the site replacing the power switch for their imaging system, it was noted that the mobile view station (mvs) fuses were blown. No further details regarding the damage, or how it occurred, were provided. The medtronic representative replaced the fuses at that time. Issue resolved. There was no patient present when this issue was identified.